Event description:
Dr reported a patient who had developed pain, redness and necrosis on the right cheek 3 days post injection. The patient had been injected with radiesse to fill facial acne scars on both cheeks in 2006. The area was swabbed and culture revealed enterobacter aerogenes. The patient is being treated with daily infection care and irrigation.